Event description:
The foley catheter was placed for a primary cesarean section. Unable to drain catheter from the normal output port. No urine would drain out from this port. Urine was able to drain out of the catheter by putting the urine back into the urometer and emptying it through the urometer's green port. We discussed this with the manager and they were aware of the problem. A decision was made to leave the catheter in due to a possible increase in infection if the current catheter were removed and another catheter was placed. When the catheter was removed it was saved and sent for report.